Event description:
In 2008, the patient reported that she received several e4 (occlusion) errors on her infusion device the afternoon of three days earlier. She stated that she pressed the check button twice to clear the error. She continued to receive the e4 error and pressed the check button twice to clear the error. The following morning, the patient's blood glucose was elevated to over 600 mg/dl. Her normal blood glucose range is 75-150 mg/dl. Symptoms of elevated blood glucose were vomiting, frequent urination, and extremely ill. She switched to her backup infusion device and inserted a new insulin cartridge, infusion site, and infusion tubing and she performed a bolus. She stated that she noticed moisture in the cartridge compartment of the infusion device at the time of the occlusion. She was advised to dry the cartridge compartment with a cotton swab. She was assisted with switching back to her primary infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.